Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Revised a triathlon pa beaded femoral component size 3 to a cemented size 2 primary cr femur. He also swapped the tibial insert. He did this due to patient stiffness. He said the implant wasn't grossly loose, but noted the distal and posterior interface was mostly fibrous ingrowth. He did note the original x-ray, it looked like the femur may have been flexed slightly relative to the cuts which caused a slight gap in certain areas. Right knee. Update 20/february/2020 wg: rep provided primary and revision usage sheets and reported that no further information will be available.